Event description:
The pt rec'd two scs leads with the same lot number. It was reported the pt experienced auto-reduction. Diagnostic testing of the scs leads revealed multiple invalid contacts. The sjm rep was able to successfully reprogram the system using the valid contacts. However, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.